Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint as there were no issues found in the data logs nor during release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the electronic patient gas system (epgs) oxygen (o2) was reading 75% when it was set to 100%. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.